Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope. Upon interrogation it was noted that this right ventricular (rv) lead exhibited oversensing of noise leading to pacing inhibition and loss of capture with asystole greater than two seconds. A surgical revision was performed where the lead was tested on a pacing system analyzer (psa) and yielded the loss of capture and high impedance measurements. Subsequently the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.